Event description:
It was reported that the pt attended the clinic in 2008, for programming of her new opus 2 speech processor. Testing revealed hi status on electrode channels 2 - 12. The family did not report any trauma or incident. The device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.